Manufacturer narrative:
(B)(4)

Event description:
It was reported that "on (B)(6) 2026, at the cardiovascular care unit (ccu) of (B)(6) hospital, kinking and deformation of the guidewire were noted during catheter placement. Attempts to manipulate and use the device were unsuccessful, and the catheter could not be inserted. Due to the patient's infectious disease status, the problematic catheter was discarded per the department's protocol. A new catheter was then used, and successful placement was achieved without further issues." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".